Manufacturer narrative:
Citation: konigstein m. The obesity paradox in patients undergoing transcatheter aortic valve implantation. 2015 feb;38(2):76-81. Doii: 10.1002/clc.22355. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding the obesity paradox in patients undergoing transcatheter aortic valve implantation. All data were collected from a single center between 2009 and 2013. The study population included 409 patients (predominantly female; mean age 82 years), an unspecified number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients one, six, and twelve-month mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: new atrial fibrillation, permanent pacemaker implantation, stroke, bleeding and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.